Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report low and high blood glucose readings. The customer's blood glucose levels ranged from 57 to 400 mg/dl; customer treated with the insulin pump. The customer's symptoms included nausea. The customer stated that she felt the high readings could have been due to user error, and she was having problems with the rewind and prime process. The customer performed troubleshooting and did not find any anomalies; customer declined the high pressure test. The customer was advised to speak with her doctor to ensure her bolus wizard settings were correct, to monitor her blood glucose readings, and to call back if problems persisted. Nothing was replaced or returned.